Event description:
Pt on bariatric hi-low bed. The bed was approximately one foot from floor when bed suddenly jerked down to floor position. The bed was clear of any obtacles underneath. The patient's nurse immediately made aware. The patient immediately c/o "my lower back hurts and I think I bit my tongue." Pt nurse made aware.the PICC rn was in the room when the bed went from a high position to the floor. Md called to relate that the patient had complained of back pain and that she bit her tongue. Her tongue had a small sore noted but no treatment needed. Md informed of the back pain and ordered pain medication. The bed was removed from the room and another bed obtained from recover care. The patient was on a high/low recovercare bed. On the next shift patient re-evaluated for back pain and she stated that she did not have any back pain, and her pain was in her legs. X-ray of lower back negative.